Manufacturer narrative:
It has been clarified that the patient sustained no injuries from this event. The chief resident touched the tip of the bur and got a very minor burn on their finger. The devices were thrown away; therefore, the lot number is not available.

Event description:
It was reported that 5 high speed burs overheated in one case, one causing minor patient injury (first degree burn) and one causing a minor burn on the chief resident.

Manufacturer narrative:
(B)(4): evaluation summary: no analysis is available, the devices have not been returned for evaluation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.